Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received 1 unit of packed red blood cells on (B)(6) 2018. The patient's hemoglobin dropped from 7.4 g/dl to 6.7 g/dl. No further information was reported.

Manufacturer narrative:
This event was determined to have been previously reported in MFR # 2916596-2018-02909. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Multiple requests for additional information were sent to the customer but no additional information was provided. The patient remains ongoing on vad support. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.